Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Piece of applicator left inside - vagina [foreign body in reproductive tract]. Piece came off from the applicator [device breakage]. Case narrative: consumer reported via email that a piece of the tampon was left inside of her. No serious injury was reported.

Event description:
Piece of applicator left inside - vagina [foreign body in reproductive tract]. Piece came off from the applicator [device breakage]. Case narrative: consumer reported via email that a piece of the tampon was left inside of her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress. Product was received on november 28, 2022.